Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station power cable was not properly connected. A field service engineer reseated cable and zip tied cable with slack to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia system (pas) station had a failure with equipment and device was not communicating. The customer reported that there was a delay in dispensing medication to the patient, and user was able to get medications from the pharmacy. There were no adverse events or injuries reported based on this event.